Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5 and enlarged atrium. A triclip xtw was inserted and deployed on the tricuspid valve. A second triclip xtw (40412r1078) was then inserted and deployed on the tricuspid valve. A third triclip xtw (40412r1083) was inserted and maneuvered below the annulus. However, difficulties with imaging occurred, and while maneuvering the third clip, the third clip (40412r1083) made contact with the second implanted clip (40412r1078), causing the second clip (40412r1078) to detach from the anterior leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the third clip (40412r1083) was implanted, reducing the tr to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is a cascading event of the device being dislodged by another device. The reported device being dislodged by another device appears to be related to procedural conditions (poor imaging). The reported poor imaging is related to patient anatomy, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.